Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported: "a metal back recessed patella was implanted after some time the patella bone grew over the implant causing anterior pain so the recessed patella was revised to a resurfaced."